Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device with an allegation (s) of error codes present. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. During evaluation, foam particles were found in the device assembly. Error code 193 (indicating an issue with the accessory module) and error code 130 (indicating an issue with the pca) were found in the device log history. The device was scrapped.